Manufacturer narrative:
Device evaluated by MFR.: promus element plus ous 3.50x38mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage. Stent struts in the distal end were lifted from the crimped stent position and pulled distally. The undamaged stent was measured by snap gauge and the result was within max crimped stent profile measurement.the balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the tip of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the tip of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.